Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that none of the buttons were working on the insulin pump. Customer stated that he went into the shower this morning and put the pump on suspend. Customer stated that when he got out of the shower, none of the buttons were working. Customer's blood glucose was 244 mg/dl at the time of the incident. Customer also had an issue with the sensor and the suspend feature going off when it is not supposed to. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was intermittent button response due to moisture damage on the keypad trace. No unexpected suspend anomaly noted during our testing; suspend option works properly. The insulin pump has minor scratched lcd window, cracked case near the display window corners, cracked reservoir tube lip and missing the end cap sticker.